Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system would not power on, with drawers 3.1 and 3.2 failed and disconnected from the bus. A field service engineer (fse) inspected the station and identified the drawer causing the power issue. The fse disconnected drawer 5 on the auxiliary unit. The controller boards and drawer retractor were replaced, and the customer tested the station, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary bs-2e device had no power and the screen remained black. The customer confirmed that the station was rebooted and the power cable was securely connected; however, the device continued to fail to power on. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.